Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump would not exit the load reservoir process. Troubleshooting for reservoir and tubing process was performed. Customer's blood glucose level was 7.4mmol/l at the time of the incident. It was also reported that insulin squirted out during fill tubing process. It was reported that customer was advised to select load and hold down until load reservoir process was completed, but no complete status was received. It was reported that the customer was that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.